Event description:
It was reported that the patient¿s pacemaker was unable to interrogate. Reinterrogating the device was also ineffective. It was noted that the telemetry lights were also fluctuating between 2 and 4 bars. Two telemetry tests were attempted. The first test failed 1/10 attempts, and the second test failed 6/15 attempts. Emi was suspected. The device had displayed the same interrogation problems in the past. The patient is not dependent and was in stable condition. No intervention was performed.